Manufacturer narrative:
Device evaluation completed on (B)(4) 2012. Investigation confirmed the intermittent/delayed responses to the button presses with the arrow buttons, ok button, and the contrast button. It was confirmed that the buttons were sticking and were hypersensitive/scrolling in response to button presses. No visible damage on the keypad. The keypad cover was removed and there was contamination found under the contacts of all buttons.

Event description:
On (B)(6) 2012, the reporter contacted animas to report that the keypad buttons have a delayed response. She presses them but they do not respond so she presses again and all of the sudden she has advanced two screens. Issue has been going on for a couple of weeks. There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad issue. A replacement pump was sent to the patient.